Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder], severe and permanent physical injuries [injury], zinc toxicity [metal poisoning], extensive nerve damage [nerve injury], neuropathy [neuropathy peripheral], tingling of feet [paraesthesia], numbness of feet [hypoaesthesia]. Case description: an attorney reported that their elderly female client, now age (B)(6), used fixodent denture adhesive, version unk cream, unspecified total daily use beginning 1967 to present, and/or super poligrip denture adhesive, unspecified total daily use beginning 1967 through 2010, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, zinc toxicity, and extensive nerve damage resulting in neuropathy, tingling of feet, and numbness of feet. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.